Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found in specification in relation to the customer reported upstream occlusion which was not reproduced during testing. The device passed upstream occlusion testing and the ultrasonic sensor was found in specification. The reported condition was verified through review of the event history log as upstream occlusion messages, however no cause was identified and no correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed upstream occlusion. This occurred during an unspecified process step on the medical surgical floor. There was no known patient injury or medical intervention associated with this event. No additional information is available.